Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2010, (B)(6) 2011 and on (B)(6) 2012 due to recurrence, mesh exposure and pain. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03883 and medwatch 2210968-2013-03885. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy; due to sui with cystocele and rectocele. It was reported that the patient underwent a procedure on (B)(6) 2010 (cystourethroscopy with co-aptite injection) due to isd and sui.

Manufacturer narrative:
(B)(4): it was reported that the patient had an additional mesh implanted on 03/04/2011.this is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-03883 and medwatch 2210968-2013-03885 and medwatch 2210968-2014-01383. The same patient is represented in each medwatch.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-03883 and medwatch 2210968-2013-03885. The same patient is represented in each medwatch.